Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting. Per the onetouch ping user manual the error 1 message prompts when there is a problem with the meter.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.